Manufacturer narrative:
(B)(4). Date sent: 9/9/2024. D4: batch # 287a86. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and with a gst60g reload loaded in the device. Additionally, the reload was received with the right side fully fired, the left side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 287a86, and no non-conformances were identified. Additional information was requested and the following was obtained: buttressing material was used and it was gore medical which is seamguard buttressing.

Event description:
It was reported that during a bariatric sleeve procedure, on the third firing using a green reload the staples didn¿t form on one side but they did on the other. The surgeon had to suture laparoscopically to close the hole left by the mis-formed staples. A second gun was then opened and two further green reloads used and they worked no problem. The patient was kept in for one further day but is fine and has no post op complications so far.